Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image displayed scope communication error code b30. Based on the results of the investigation, and since the customer reported malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The likely cause of the error code b30 was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed incompatible scope error e315. The event occurred during reprocessing. There were no reports of patient involvement.